Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal wear on the tip of the wand. The suction line was clogged by tissue. The insulation around the shaft is in good condition. The connector was melted and shows burn marks. The insulation around the connector was cut and removed by the customer. The functional evaluation could not be performed, caused by the melted connector. The complaint could not be verified and the root cause could not be determined with confidence. Factors unrelated to the design or manufacture of the device which could have contributed to the reported event includes: (1) the wand may have come into contact with another object and resulted in damage to the insulation near the distal tip. This can cause saline ingress and result in functionality issues especially near the temperature reading circuit or unexposed shaft. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when device was attached to the quantum generator an alarm got activated and error message "too high temperature" appeared. A backup device was utilized to complete the procedure. No patient injury or complications were reported. Product evaluation later revealed connector was melted and shows burn marks.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal wear on the tip of the wand. The suction line was clogged by tissue. The insulation around the shaft is in good condition. The connector was melted and shows burn marks. The insulation around the connector was cut and removed by the customer. The functional evaluation could not be performed, caused by the melted connector. The complaint could not be verified and the root cause could not be determined with confidence. Factors unrelated to the design or manufacture of the device which could have contributed to the reported event includes: (1) the wand may have come into contact with another object and resulted in damage to the insulation near the distal tip. This can cause saline ingress and result in functionality issues especially near the temperature reading circuit or unexposed shaft. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.